Manufacturer narrative:
Submission of this report does not constitute an admission that the manufacturer's product caused, or contributed to the event. Device evaluation by manufacturer: a field service engineering (fse) was at the customer's site to address reported event. Fse confirmed reported error by reviewing the error log and reproduced the error by attempting a rack rotation test run. While troubleshooting, fse found the sensor was misaligned to the loader. Fse performed sample loader adjustments and re ran the rack rotation test which then passed without errors. Fse performed a quality control run, which completed without error and within acceptable range. No further action required by field service. The aia-900 analyzer is functioning as expected. The aia-900, serial number (B)(4), was installed on (B)(6) 2020. A complaint history review and service history review for similar complaints was performed from installation date through aware date. There were no other similar complaints identified during the searched period. The aia-900 operator's manual under section 12 - flags and error messages states: [2300] s. Loader step feed failure cause: the pitch sensor s071 failed to go on after the step feed. Action: check to see if there is any impediment to the sample rack feed. If the trouble reoccurs, contact the tosoh local representatives. Check s071 and the step feed mechanism. The most probable cause of the reported event was due to sample loader needed adjustment.

Event description:
A customer reported getting error message "2300 s. Loader step feed failure" during sample run on the aia-900 analyzer. A field service engineer (fse) was dispatched to address the reported event, which resulted in a delayed reporting of patient samples for beta human chorionic gonadotropin (bhcg) and prolactin (prl). There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.